Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -12.0/+1.0/095 into the patient's right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault. In a separate surgery that day a longer length lens was implanted and this resolved the problem, however it is unclear if this was performed within the same surgery. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (over 45yrs of age at date of implant). Claim# (B)(4).